Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was received above elective replacement indicator (eri) level. Analysis of device image indicated that device was above eri but had a slight voltage drop due to auto capture being enabled. Analysis of device image indicated device operated at high in pacing output settings during implant period due to auto capture being enabled. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed showed no anomaly, with battery voltage above elective replacement indicator (eri). Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.